Event description:
Information received from the field does not address the patient's clinical status but notes that telemetry could not be established and interrogation could not be completed. Although atrial and ventricular pacing appeared normal, thresholds could not be obtained. The physician did "obtain an electrogram programmed to ddi 30".